Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike came off of a clearlink blood recipient set during infusion. The reporter stated that the anesthesiologist was about to spike a blood product and they said the spike came off. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned, however a photograph was received for evaluation. Visual inspection of the photograph revealed that the tubing was separated from the spike. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.